Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ping meter read inaccurately compared to another device and when performing consecutive blood glucose tests. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that an alleged inaccuracy began on (B)(6) 2014 at 3:00 p. M. At an unspecified date/time the patient obtained a blood glucose reading with the subject meter and another device; however, she did not provide the actual readings obtained with either of the devices. The patient also stated that she did consecutive blood glucose test with the subject meter, but also did not provide the actual reading(s) obtained. The patient manages her diabetes with an insulin pump and denied taking any action in regards to her normal diabetes management in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient stated ¿less than 10 minutes¿ after the alleged issue occurred, she developed symptoms of ¿confused, couldn¿t walk, and weak¿. On (B)(6) 2014 at 7:00 p. M. The patient stated she self-treated with food and/or drink in response to the symptoms. At 7:20 p. M. That same day, the patient mentioned she tested her blood glucose on another device (true 2 go); however, she did not provide the actual results obtained at the time. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. Although the patient treated herself with food and/or drink, there is no indication that the subject meter caused or contributed to a serious injury. The patients reported symptoms do not meet lfs criteria of a serious injury. However, this complaint is being reported as a malfunction because, the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/15/2014), the patient¿s meter has been returned on 9/4/2014 and evaluated by lifescan product analysis on 10/6/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.